Event description:
Anesthesia machine showed error warning that stated "dysfunction-will shut down in 8 secs", it appeared a few times intermittently, and finally the ventilator/anesthesia machine shut down. Physiologic monitors still functioning normally.